Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant medical products: 525cc mentor memorygel breast implant. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female underwent primary breast augmentation with 525cc mentor memorygel breast implants. Bilateral rupture and right sided baker¿s grade iii capsular contracture was diagnosed by ultrasound post procedure. As a result, the devices were replaced with mentor gel implants on (B)(6) 2018. See 1645337-2018-06962 for contralateral prosthesis report.